Event description:
It was reported that a previously implanted stent had fractured. This eluvia drug-eluting vascular stent system 6 mm x 40, 130 cm implanted in the proximal superficial femoral artery in (B)(6) 2022 was found fractured through imaging. It appears on the image to have fractured at the edge of the viabahn endoprosthesis. The physician was planning additional intervention to realign it with another viabahn. No patient complications.